Manufacturer narrative:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung. Patient alleged to have particles in tubing, short of breathe and chest pains and having a residue coming out of nose piece while using this device. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. An unknown white dust contaminate is present on blower box assembly, blower motor casing, impeller, and rear panel o-ring. Pil can confirm the presence of contamination in the airpath. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box . The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The care orchestrator data was unavailable for download. The error log showed that there were no instances of errors on the device log. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of conataminants. Sections d8, d9, g3, h3 and h6 have been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.